Manufacturer narrative:
A review of the device history record has been completed. This pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. H3 other text : device not returned to manufacturer.

Event description:
On 7/13/2023 (B)(6), employee of intuvie, spoke with the facility, (B)(6) cancer specialists - , and they have more pump failures. (B)(6) documented the following: this site called me very frantic and upset yesterday- they had changed batteries on several pumps on tuesday and they explained the process in which they do so, and it was correct. 4 pumps failed tuesday night, the physicians and nurses were not happy, they said this has been reoccurring regularly and these pumps are horrible. We are doing the battery change as told. One of the patients needed her treatment and they had no other pumps on hand except the pump that failed. I asked them is they had a back up tray of batteries. They did, I asked them to give it one more try with that pump and use the new tray of batteries. They were doing the process correctly. They had the patient wait an hour, no issue. They called the patient 3 hours later at home and no issue. I asked them to put that tray aside and keep the bad batteries for me. I picked up the batteries in the afternoon and switched out 3 of the pump batteries that failed with the new try of batteries and went over the battery process. I didn't know what else to do since the last 4 pumps I sent in were a battery issue for the brk - fcs location. Is it possible we have a bad batch of batteries? They have not called me with any issues from last night yet. I would like to send these in - if you can create an RMA. No other details provided. -on 7/17/2023 (B)(6), employee of intuvie reached out to (B)(6) for clarification. It was then determined that only 3 new pumps need to be reported. She supplied 2 of 4 serial numbers originally and 1 of the 2 already has a complaint. So, only three need to be reported and they only remember 1 of those 2 serial numbers as they have since put them back into use and have no recollection of which ones failed. They learned that the batteries that were with the pump where bad and once they put good batteries in the pumps worked fine. This is complaint 1 of 3 and the only 1 of 3 that will have a serial number. On 7/13/2023 infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.